Event description:
The customer reported an air feed pipeline side leak, and the device pressure could not be maintained during maintenance involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.